Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch and pacing inhibition. No programming changes were made and the patient continued to be monitored. No patient consequences reported.